Manufacturer narrative:
The device has been received for analysis. Analysis of the returned sheath did not find any abnormalities or defects that could have contributed to the associated allegation. Therefore, the root cause of the allegation was not confirmed. The "no problem detected" conclusion code was selected for the allegation of visible air/bubbles.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During the procedure once the sheath was inserted into the body, the sheath valve was not sealing properly, which cause air entering into the sheath and made it impossible to achieve vacuum. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During the procedure once the sheath was inserted into the body, the sheath valve was not sealing properly, which cause air entering into the sheath and made it impossible to achieve vacuum. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.